Event description:
It was reported that a blood clot was noted on this starter guide wire after it was removed from the patient. The patient did not experience any complications as a result. The procedure was completed with this device. Additional information has been requested and is not available.

Manufacturer narrative:
(B) (4). (B) (4).

Event description:
It was further reported that the patient presented with chronic stable angina and an elective diagnostic coronary angiogram was being performed. The procedure went as expected apart from noticing thrombus formation on the guide wire following removal from the catheter in the aorta. The procedure was completed with a new wire. The patient was asymptomatic.

Manufacturer narrative:
Device evaluated by manufacturer: the complaint device was returned for analysis with indications of extensive deposits of dried blood-like material and unidentified white colored material deposits between the coil wraps and within the inner lumen of the device. Visually, the white colored unidentified deposits are not representative of material used in the manufacturing process and are likely a result of or related to the clinical use. Several large radius bends over the length of the device were found. The j-form tip is relaxed to approximately 154 degrees. Finger-straightenability function is compromised and ineffective. All joints appear to be correct and intact. No other damage or inconsistencies were noted to the device, the device appears visually and dimensionally correct. The manufacturing batch record review confirmed that the device met all material, assembly and performance specifications. The root cause is anticipated procedural complications as this event is a known physiological effect of the procedure and is noted within the dfu. (B)(4).

Manufacturer narrative:
(B)(4).

Event description:
It was further reported that the patient presented with chronic stable angina and an elective diagnostic coronary angiogram was being performed. The procedure went as expected apart from noticing thrombus formation on the guide wire following removal from the catheter in the aorta. The procedure was completed with a new wire. The patient was asymptomatic.